Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have incorrect reading of sensor and went into threshold suspend. Customer also reports to have blisters with adhesive tape. Customer's blood glucose was 89 mg/dl. Customer reports to have had an infection at site due to tape since he began using sensors. Customer was advised to consult healthcare professional regarding infection and proper antibiotic medications. No further information provided.